Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a "check vent low leak co2 rebreathing risk" error code. The device was in clinical use when the issue occurred, the device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying a "check vent low leak co2 rebreathing risk" error code. During troubleshooting, it was reported that the average air was reading -0.7 slpm (standard liters per minute). The rse recommended replacing the flow sensor assembly and provided the customer with the part number for a replacement. This investigation is ongoing.